Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: moisture observed under display lens. Cracked battery compartment from threads to case seal left of grip pad. Damaged pump case between case seal and keypad. Leak test failed due to battery compartment leak.. Opened pump case, moisture damage found on all internal components. Dim display with reddish text. Buttons unresponsive due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.